Event description:
Boston scientific received information that the patient implanted with this pacemaker experienced chest pressure, fatigue, and dizziness when working around large motors. The patient reported a health care professional (hcp) stated there was external noise present on an electrogram (egm). The patient was referred to their physician and boston scientific technical services (ts) discussed staying away from electromagnetic interference (emi) sources. The device was explanted approximately three and half years later and was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted the header was loose. Medical adhesive remained attached to the header. All seal plugs were examined and all seals were intact. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. An x-ray was performed which revealed the indifferent electrode wire had fractured, due to the loose header. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis was unable to determine when the header became loose from the device case.